Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/11/2022, it was reported by a sales representative via sems that a ar-1399 cannulated screwdriver is broken. This occurred during a case when the device broke. There was no patient effect reported.

Manufacturer narrative:
The complaint was confirmed. Picture evaluation of an ar-1399 pinlock I cannulated screwdriver, 3.5 mm hex, ø 5.5 mm x 14 cm long. Attached to the complaint. It is concluded that the instrument tip was broken/bend. It was also noted signs of wear and tear in the handle. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.